Manufacturer narrative:
Penetration test to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that the valve can not be adjusted in any of the pressure step ranges. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The brake function could be proven correctly. The brake force, however, could not be read as the valve, like in point "3.6 verstellest" described, did not let adjust. Result: first, we point out that the progav shunt system at the time the delivery was not in liquid. The testing dry sent valves is not meaningful. The product features can be affected by dry remains of cerebrospinal fluid or blood. Therefore, we always ask for the products immediately after the explantation in liquid insert. Nevertheless, we have the valve examined. As a first step in our investigation, we have a visual inspection made on the valve. Except for bloody residues (figure 3) as well scratches, could no deformation or other damage be determined the valve. In the further course, the progav valve could be positive for permeability be tested. To further investigate the suspicion of "non-adjustability" we try to set the progav valve to each pressure level. The valve could not be adjusted in any pressure step range. The brake function could be positively detected. The braking force was due to the "non- adjustability "can not be measured. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf like protein, blood or tissue particles1. To verify if this is the case implant considered here, we have the valve final open. For action in our view, there is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy through shunt implants. A defect of the valve at the time of delivery we can exclude.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that 10m po valve is not adjustable.